Manufacturer narrative:
The device was returned for investigation. The smiths label is intact. There was no evidence of the reported problem found in the event log. A functional test was performed, and the reported failure was replicated. Three separate accuracy tests were performed, and the pump was found to be under delivering to the manufacturing specifications. An expulsor assembly and coin latch/lock will be replaced. The root cause of the event cannot be established. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device fails accuracy -7.4% during testing and cassette lock is worn. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label is intact. There was no evidence of the reported problem found in the event log. A functional test was performed, and the reported failure was replicated. Three separate accuracy tests were performed, and the pump was found to be under delivering to the manufacturing specifications. An expulsor assembly and coin latch/lock will be replaced. The root cause of the event cannot be established. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device fails accuracy -7.4% during testing and cassette lock is worn. No patient injury was reported.